Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g5. H10: manufacturing review: a manufacturing related cause was considered; therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned catheter sample and the provided image and video, it was confirmed that the sheath was identified fractured which made the deployment impossible. An indication for a manufacturing related issue could not be found. Outer sheath fracture leading to unsuccessful deployment may be related to a difficult patient anatomy or a challenging placement site, leading to friction increase during deployment. In this case, limited information was received in regards the patient anatomy and procedural details. Based on the information available a definite root cause could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential factors. The instructions for use state: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.' And 'prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.'; the packaging labels indicate an introducer size of 9f. Furthermore, the instructions for use state: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' H10: d4 (expiry date: 12/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to treatment, the device allegedly failed to deploy. It was further reported that another device was used to complete the procedure.there was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. (Expiry date: 12/2021).

Event description:
It was reported that prior to treatment, the device allegedly failed to deploy. It was further reported that another device was used to complete the procedure. There was no patient contact.